Event description:
Through follow up with the health care provider, it was learned that the device was not explanted. However, the cause of death remains unknown. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Through investigation, it was reported that the patient has expired after implant duration of less than 1 month, due to unknown reasons. It is unknown if the death was device related. Information learned from implant patient registry. It was also reported that the patient had other devices implanted.

Manufacturer narrative:
It was also reported that the patient had other devices implanted. Device not returned.